Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was over 400 mg/dl at the time of incident and current blood glucose was 280 mg/dl. Customer was treated with manual injection. The customer did experienced the symptoms such as headaches, urination, fatigue and dry mouth. Customer reported that they insulin pump had received insulin flow blocked alarm and they did not occur during fill tubing. Customer reported event was resolved by reservoir change. Customer the customer declined troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.